Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained in use of device; skin incision not performed prior to device insertion. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user not trained and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional angiogram. Reportedly, there was no "nick and spread" skin incision made prior to insertion of the clip delivery tube; the starclose se clip was deployed in the tissue track. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the starclose se device. No additional information was provided.